Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Blood glucose was not impacted. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.